Event description:
It was reported that the zimmer skin graft mesher ratchet handle was not working; the handle spun in the opposite direction. Eval of the device also determined that the comb was bent. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 6/15/1994 and was last repaired on 4/15/1996. Eval of the device observed that the ratchet was not moving in either direction. It was also observed that the comb and roller were damaged. A test mean and calibration could not be performed due to damage of the comb. The customer included four cutters. Cuter eval demonstrated that the all four cutters produced unacceptable test meshes. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.